Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid leak. During the procedure it was noticed that the system was empty but the location of the leak was not identified. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. Both components were visually and microscopically examined, and functionally tested. No anomalies were found with the cylinders; however, the pump did not pass the activation and the inflation text. Based on the information available and analysis results, the activation and inflation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical issue. The product analysis was unable to confirm the reported event related to fluid leak.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a mechanical issue caused by a fluid leak. During the procedure it was noticed that the system was empty but the location of the leak was not identified. No patient complications were reported.